Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: looks like the curved blade has broken and separated from the instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the harmonic ace instrument suddenly stopped working. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have a cracked curved blade. As a result, the instrument failed the energy recognition test. There was no material found missing. Additional finding related to customer reported complaint: the instrument failed the energy recognition test when connected to an in-house energy generator. The instrument was placed on an in-house system and passed recognition and engagement tests. When tightened to specification using a torque wrench, the instrument consistently failed the energy recognition test and displayed the message ¿tighten assembly¿ on three of three attempts. The probable root cause for the cracked curved blade and the resulting failed energy recognition test is attributed to fatigue failure caused by mishandling or misuse. Cracked or broken blades typically occur due to inadvertent contact with staples, clips, or other instruments while the device is activated. Scratches or nicks on the blade tip can also lead to premature blade failure, which may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, where surface damage such as scratches or indentations develop into cracks that eventually result in blade breakage. D4. Lot number: l80241024 0352.